Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and empty easypump ii lt 125-25-s without packaging. The provided sample was taken to a visual inspection. As-received condition the clamp clip was closed and the patient connector was closed with a blue closing cone. Damages that would lead to a malfunction were not detected at the sample. After opening the big white top cap we detected crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal volume (125 ml) and a functional test respectively a leak test was carried out. After starting the pump, the pump did work immediately (solution was running). Leakages were not detected at the sample. Flow rate test: nominal: 5 ml/h. Actual: 7.9 ml in 1 h; 14.4 ml in 2 hrs; 51.4 ml in 9 1/2 hrs. A too slow flow (as described by the customer) could not be determined. Device history record review (DHR) : reviewed the device history record and no abnormalities found during in process and final control inspection. All available information has been forwarded to the actual manufacturer. If additional and/or pertinent information becomes available, a follow up report will be filed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): slow flow.